Event description:
It was reported to boston scientific corporation that a one step button initial placement gastrostomy kit was used during an esophagogastroduodenoscopy with percutaneous endoscopic gastrostomy procedure performed on (B)(6) 2014. According to the complainant, during procedure, the one step button separated from the delivery system and fell into the patient's stomach. The detached portion was retrieved using a snare. The procedure was discontinued and the patient was taken to the operating room for a surgical gastrostomy tube replacement. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) feeding tube detached/separated. The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.